Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recently declared a false positive signal artifact monitoring (sam) event due to atrial flutter. During the episode review by boston scientific technical services (ts), occasional under-sensing was also noted in the real-time electrocardiogram, which caused the device to frequently enter and exit out of atrial tachycardia response (atr) mode switches. The physician elected to reprogram the atrial sensitivity to resolve the event and no adverse patient effects were reported. This crt-o remains implanted and in-service.